Manufacturer narrative:
B4:18aug2021. The user interface assembly was returned for failure investigation. It was identified that the ul_lr and ur_ll resistance were out of specification.

Manufacturer narrative:
Date of report: 06may2021. The unit was being set up for use when the event occurred. There was no delay in therapy.

Event description:
The customer reported that the reaction of the touch panel was faulty, and when "accept" in the setting screen was pressed, "cancel" reacted during a pre-use check. The unit was being set up for use when the event occurred. There was no delay in therapy. The unit kept operating when the issue was observed. The customer calibrated the touch panel for the same symptom, and it had been resolved, but it recurred in a short period. The sales rep visited the hospital and confirmed duplication of the reported issue. The field service engineer (fse) observed the touched position to be out of alignment. Although touchscreen calibration was performed, the phenomenon was not resolved. The field service engineer (fse) replaced the touchscreen to resolve the issue. The unit was tested, and it was returned to service.